Manufacturer narrative:
(B)(4). Batch # m54127. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? Where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? Please explain what is meant by ¿the staple line was not uniform.¿ was the staple line complete? Was the cut line fully circumferential around the target tissue? Were all tissue layers present in both donuts when inspected? Please explain what is meant by, ¿cut the bag and remove the ogive.¿ this is not clear. Was the post-op care changed for the patient? What is the current patient status? What was the users experience with the device? Photographic analysis: based on the photos provided, the event description can be confirmed. Due to the ability to replicate the failure mode in testing, the belief is that the device was not subjected to a full firing stroke either as a result of either off center loading or not fully squeezing the handles plastic to plastic.

Event description:
It was reported that during an unknown procedure, the device was used according to the IFU (leaflet) of the product and after it was fired, the staple line was not uniform and the staples were open and loose. It was verified that the device didn't cut and didn't form the anastomosis ring in the ogive / stapler. It was opened a contour, but it couldn't be used due to the patient's anatomy. It was decided to correct the anastomosis with the stapler echelon and two loads to cut the bag and remove the ogive. After this correction, a new device was used and the anastomosis was completed successfully without any adverse event to the patient.